Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak, aortic rupture additionally the IFU specifies, key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.

Event description:
On (B)(6) 2017, this patient underwent emergent treatment of ruptured descending thoracic aortic aneurysm and was implanted with a conformable gore tag® thoracic endoprosthesis. The patient tolerated the procedure with no evidence of endoleak. On unknown date, follow-up computed tomography angiography (cta) identified an endoleak. The type of endoleak was unable to be determined, no aneurysm enlargement was reported. On (B)(6) 2018, the patient presented with hemoptysis and was transferred to the hospital. Cta at this time determined a rupture of the descending thoracic aortic aneurysm due to a suspected proximal and distal type I endoleaks. Two additional conformable gore tag® thoracic endoprostheses were implanted to extend coverage of the original device both proximally and distally. The procedure was concluded with no evidence of endoleak. The patient tolerated the procedure. It was reported that the patient's aorta was calcified and the initial coverage by the one device may have been insufficient.